Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00415, 3005168196-2016-00416.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician delivered an initial pod8 coil into the aneurysm using a lantern delivery microcatheter (lantern). While attempting to deliver three new ruby coils through the lantern, the physician had difficulty and was unable to advance the coils through the lantern. The ruby coils were removed and the procedure was completed using ten new ruby coils. There was no report of an adverse effect to the patient.